Manufacturer narrative:
A bci field service engineer (fse) found a leak at the mc-side sample syringe. Fse replaced the 3 way syringe valve which resolved the issue. Fse ran primes, calibration and qc; all tests passed.

Event description:
A customer contacted beckman coulter inc. (Bci) to report modular chemistry (mc) sample syringe leak. No injury was reported.